Event description:
Event description guidant received information that this left ventricular lead exhibited an impedance measurement greater than 2500 ohms. It was also noted that the thresholds were high, resulting in loss of biventricular pacing. A chest x-ray revealed that the lead was fractured and the lead was explanted.